Event description:
In 2007, the patient stated that he experienced 3 to 5 e4 (occlusion) errors in the last 2 days. He stated that the occlusions occurred during boluses. He noted that an occlusion occurred at 10:00pm one day earlier. At that time, he changed his infusion set, infusion site, as well as his insulin cartridge and adapter. He stated that the actions appeared to correct the situation. However, the occlusion error recurred at 4:00pm on the date of the report during a bolus. Later that evening, he experienced an occlusion error during basal delivery. In follow up to this occlusion error, he replaced his infusion set headset, which appeared to correct the problem. During follow up, he stated that he had been transported the hospital by emergency medical services and hospitalized in the intensive care unit on the morning of the next day. He reported a morning blood glucose value of 1200 mg/dl and was "unresponsive" when he was taken to intensive care. He stated that he had inserted 4 to 5 headset cannulas prior to the arrival of emergency medical services. The cannulas on each of these "bent" at the time of insertion. The patient was unsure of his blood glucose value while in the hospital, although he thought it may have been as high as 1600 mg/ml.he was disconnected from his infusion device and was given insulin intravenously while in the hospital. He did not provide the date he was released from the hospital. He stated that we was working with a diabetes educator on headset insertion and infusion device therapy.the patient declined to engage in additional follow up related to this incident. The product was requested to be returned for evaluation.